Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was 300 mg/dl and was lowered with an injection of insulin. The customer reverted to using a non-tandem pump to manage diabetes. The customer declined tandem technical support's offer to troubleshoot and was scheduled to train with a clinical diabetes specialist on how to avoid the occlusion alarms.